Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of changing batteries frequently in one week. Customer's blood glucose was 400 mg/dl. Customer received a battery out limit alarm and shut off. Customer did not use rechargeable batteries and did not receive weak battery alert. After troubleshooting, customer was advised that battery cap would be replaced.